Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was also reported that she experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, dyspareunia, neuromuscular problems, scarring and has undergone multiple surgeries and revisionary procedures. It was further reported that in (B)(6) 2008, and (B)(6) 2009, the patient underwent partial mesh removal. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a cholecystectomy on (B)(6) 2008, and had basal cell carcinoma at back on (B)(6) 2008. It was reported that the patient had mesh removal surgery on (B)(6) 2008 for vaginal mesh exposure x 2 sites and recurrent cystocele and rectocele. It was reported that the patient underwent revision of mesh (vaginal sidewall) on (B)(6) 2009. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.